Event description:
It was reported that patient experienced pain at the rib site. In turn, reprogramming was unable to resolve the issue and imaging revealed no anomalies. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced on (B)(6) 2019. Issue resolved post operatively.